Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during pump preparation, the red button on the system controller broke off from the controller. The controller was exchanged.